Event description:
It was reported via repair work order that the brakes did not hold as the casters were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.